Manufacturer narrative:
The reported defect device has been returned to the MFR. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).

Event description:
As reported (B)(6) 2014, a patient of unknown age and gender presented for an microwave procedure of the kidney. At the conclusion of the second ablation, when the probe was withdrawn, it was noted the area at the feed point of the probe appeared to be slightly melted and discolored. The procedure had been successfully completed with this device with no report of pt complications, harm or injury. The disposable device has been returned to the MFR for evaluation.